Event description:
Olympus medical systems corp (omsc) was informed that during bronchoscopy, the doctor withdrew the subject device and felt resistance after third tissue collection. Then, a part of the device broke and came off into the patient's bronchus. He removed it from patient and performed x-ray examination, but nothing remained. Biopsy was completed by 3 collections. There was no patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the cup was broken and broken part turned outward. There was no other abnormity. As the checking of the manufacturing record of the same lot, nothing abnormal detected. According to the report from the user facility, omsc thinks that withdrawing the device from the endoscope without closing cups caused this event. This report is being submitted as a medical device report in an abundance of caution.